Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for years they have had a problem with getting coupling. The patient reported they shut off their stimulator about a week ago because they were not feeling stimulation. The patient reported for years their recharger has not fully recharged their ins. During the call the patient was able to reposition the antenna and get two coupling boxes. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who responded back from follow up sent to them. The patient reported they do not remember their weight at the time of the event. The patient reported a new recharger was sent to t hem but did not make any changes. The replacement of the antenna did not resolve their coupling issues and issue of not feeling stimulation has not been resolved.

Manufacturer narrative:
Adverse event was reported so should be both product and adverse event. If information is provided in the future, a supplemental report will be issued.